Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit open box with v994g product codes, the lot #100x5l, expiration date 2029-04, packaging information and an open foil with a winding former and a broken needle in the attachment area. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please provide an answer for each patient-event: - (B)(4) captures the first event. - (B)(4) captures the second event. - (B)(4) captures the third event. - were there patient consequences? If yes, please explain. No - did any needle piece(s) fall into the patient? No *if yes, o was\were the needle piece(s) retrieved during the same procedure? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Contact person: (B)(6)

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During a suturing the needle broke when using it with a needle holder. This is the second time the same problem occurs in the clinic with these sutures. Attach pictures of a newly opened package that tested with the needle holder, and the same thing happened there ¿ the needle broke. We managed to catch the needle before it ended up in the patient's throat. No adverse patient consequences were reported. Additional information was requested.